Event description:
(B)(4). It was reported by the facility staff that the 5410ivc electric bed had the hand pendant wires exposed and not responding to command correctly. There was no injury reported.